Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensor diaphragms were stuck to the top of the flow sensor housing. The flow sensors were replaced.

Event description:
The hospital reported that, during a case, the flows appeared to be higher than expected. There was no reported patient injury.